Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the 8mm medium large clip applier instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) replicated/ confirmed the customer reported complaint. Failure analysis found the primary failure of a non-intuitive motion to be related to the customer reported complaint. This instrument grip tips were not moving intuitively, i.e. They were not following the master tool manipulator (mtm) input commands smoothly. Additional observations not reported by the site were also identified: the medium large clip applier instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The grips clip test was performed and failed, the clip did not release as expect onto the rubber test tubing. The instrument was found to have loose grip cables. As a result, the instrument failed the clip test. This failure was determined to be related to the reported complaint and the root cause was a component failure. The instrument was found to have a cracked clamping pulley and as a result, the grip cables became loose. Improper cleaning during reprocessing most commonly caused this failure and the root cause of this failure is attributed to mishandling/misuse. A review of the instrument log for the medium large clip applier (470327-12/n11210322-0213) associated with this event has been performed. Per logs, the medium large clip applier instrument was last used in a procedure on (B)(6) 2021 on system (B)(4). The alleged instrument had 63 uses remaining after the last procedural use. A review of the site's complaint history found that there were no other complaints for this product. No image or video of the last procedure was provided for review. Based on the information provided at this time, this complaint is being reported due to the following conclusion: it was alleged that the clip applier instrument moved with unintuitive motion (e.g. The instrument jerked/ moved in an unexpected way when clipping was attempted). Unintuitive motion could lead to subsequent tissue damage. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. Follow-up was attempted, but the patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. The product is not implantable. It is unknown if the initial reporter submitted a report to the FDA.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm medium large clip applier instrument jaws would not close smoothly. One side of the instrument jaws would not move, then suddenly jerks closed. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.